Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable troponin I stat (tni) results for one patient on their e601 analyzer. The patient's initial tni result was 21.54 ng/ml. The sample was repeated on a vidas analyzer and the result was <0.01 ng/ml. The sample was repeated on a dimension exl analyzer and the result was 0.003 ng/ml. The sample was repeated on a vista analyzer and the result was <0.015 ng/ml. The sample was repeated on a vitros analyzer and the result was <0.012 ng/ml. The results from the e601 and the dimension exl analyzers were reported outside the laboratory with the comment "possible false positive result". On (B)(6) 2013, the patient had a new sample collected and tested for tni. The patient's new sample's initial result was 31.69 ng/ml and it was reported outside the laboratory. The sample was repeated on the e601 analyzer and the result was 35.18 ng/ml. The sample was repeated on another e601 analyzer and the result was 36.78 ng/ml. The sample was tested on a dimension exl analyzer and the result was 0 ng/ml. The sample was tested on a vidas analyzer and the result was <0.01 ng/ml. The patient was not adversely affected by this event. The tni reagent lot number was 17026001. The expiration date was requested but not provided.